Manufacturer narrative:
Investigation summary: the customer's indicated failure mode for labels peeling off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Whilst samples have been received in support of this complaint, the photograph more than adequately confirms the defect and allows this investigation to be completed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes labels were peeling off. This was discovered before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that the label were peeling off.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes labels were peeling off. This was discovered before use. The following information was provided by the initial reporter: complaint from hospital. The user complained that the label were peeling off.